Event description:
It was reported that the insulin pump alarmed for motor error. The insulin pump will be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement and basic occlusion tests, no motor error alarms noted. However, the device was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside of the device and it passed. The device had cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).